Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset, with no reported complaint. However, during the evaluation of the device, foreign objects were found in the nozzle, switch 2 and switch 3. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.